Manufacturer narrative:
The investigation was carried out using the stereoscopic microscope set to 20x magnification. The lens was returned in one piece. However, parts of both haptics were missing. The surfaces of the breaks on both haptics were smooth. There was also a jagged break running from the edge of the optic to the center of the optic. No foreign material or other damage was seen to the lens. The smooth breaks on the haptics suggest that they broke whilst in a dehydrated, or partially dehydrated, state. The jagged break on the optic suggests that it tore during manipulation of the device. This investigation revealed that the haptics of the lens broke due to manipulation of the device in a dehydrated, or partially dehydrated, state. Instruction for use supplied with the lens reinforces that the device should be kept hydrated to avoid damage. No discrepancies were found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device had been carried out correctly. Batch reconciliation was 100%.

Event description:
Lenstec received an email stating that "haptic was torn."